Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 8.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced eight infusion set tubing cracks on (B)(6) 2025 and (B)(6) 2025. No further information was available.